Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer stated the air bubbles were less than half an inch wide. The customer's blood glucose was 192 mg/dl at the time of incident. The customer stated the insulin pump was not rewound with the reservoir in place. The customer was able to resolve the air bubble at the end of troubleshooting. The customer declined to return the insulin pump for analysis.